Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of non-sustained right ventricular oversensing and crosstalk. Several episodes of crosstalk resulted in pacemaker inhibition; however, during pacemaker inhibition, the intrinsic rhythm continued. Reprogramming was recommended by technical support. No intervention has been performed and the patient was stable and will continue to be monitored.